Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The system failed the mechanical tests. The user reported mouse track pad was not working well on mobile view station (mvs). The keyboard/mouse track pad were replaced and system ready for use. The system was found to be fully functional. No parts have been returned to the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the pendant was unresponsive. The site attempted to click the buttons multiple times to get it to operate. There was no patient present when this issue was identified.

Manufacturer narrative:
The keyboard usb touch pad was returned to the manufacturer for analysis. Analysis found that the keyboard passed functionality test. All keys and touch pad functioned as expected. No fault found.